Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate stimulation coverage despite reprogramming done due to lead migration as confirmed via x-ray. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted lead was not returned as it was kept by the hospital.